Manufacturer narrative:
The device has not been returned at this time. If the device is returned, analysis will be performed and this report will be updated.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited right ventricular (rv) oversensing of the patients atrial flutter, which led to inappropriate anti-tachycardia pacing (atp) and shock. After the shock was delivered the noise was no longer present. Additionally, noise was present on the shock electrogram (egm) during arm movement from the patient. The rv sensitivity was reprogrammed by the physician. Boston scientific technical services (ts) discussed troubleshooting options including possible repeat defibrillation threshold (dft) testing. The device was explanted and upgraded to a cardiac resynchronization therapy defibrillator (crt-d) system. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been returned for analysis. This report will be updated upon completion of analysis. Patient code 3191 captures the reportable event of surgery.

Event description:
Additional information was received which noted during the previously reported revision, defibrillation threshold (dft) test was performed at 21 joules and was successful at the reprogrammed right ventricular (rv) sensitivity.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.patient code 3191 captures the reportable event of surgery.

Event description:
This supplemental report is being filed to include device analysis information.